Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that after a procedure, the drill was being taken apart after the case by a scrub tech and the surgeon stepped on the pedal, causing it to break. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a procedure, the drill was being taken apart after the case by a scrub tech and the surgeon stepped on the pedal, causing it to break. It was also reported that there were no adverse consequences as a result of this event.